Event description:
It was initially reported by a physician's office that a vns pt had passed away. No details surrounding the death were known at the time. The pt's obituary was located and it was discovered that the pt passed away on (B)(6) 2011. Good faith attempts to date for more info have been unsuccessful.

Event description:
Cause of death information obtained from the national death index (ndi) was reviewed by the manufacturer which indicated that the patient passed away on (B)(6) 2011 and the patient's cause of death was inhalation and ingestion of other objects causing obstruction of respiratory tract, accompanied by childhood autism, other specified disorders of kidney and ureter, other and unspecified convulsions, and foreign body in respiratory tract. There is no allegation or other information indicating that the death is related to vns.